Manufacturer narrative:
The device is available for evaluation, however, has not yet been received. Plots: 13905940 manufacturing date: 2/1/2024 expiration date: 2/1/2029. 13860988 manufacturing date: 1/1/2024 expiration date: 1/1/2029. D4: only di provided as lot number is unknown.

Event description:
The event occurred on an unspecified date and involved an ext set w/chemolock¿, chemolock port¿ where a leak was reported. It was stated a minor leak was observed while transporting the patient for an examination. There was a drop at the junction between the tubing and the clip on the extension with filter. The leak was noted at the end of the administration of the cabazitaxel bag. Exposure risk to a cytotoxic product for the patient and healthcare staff. There was patient involvement, however, no harm reported.

Manufacturer narrative:
The complaint of leaks on item 011-cl4162 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review (DHR) for possible lot numbers: 13905940/13860988 was reviewed, and non-conformities were found that would have led to the reported condition on the complaint. D9 - device available for evaluation: no.